Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump's keypad was unresponsive. Customer reported that the insulin pump had recently been stored in a bag and was not suspended. Customer stated that insulin had leaked out of the pump and the keypad was no longer working. Blood glucose level was 263 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump has cracked case at display window corners, reservoir tube, reservoir tube window, battery tube threads, minor scratched display window and missing end cap sticker.